Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) revision surgery as the device was not working due to fluid loss. The device was removed. There were no patient complications.